Manufacturer narrative:
(B)(4). Review of the lot history record for this lot and the mfg process, did not show any discrepancy or any problem related to mfg process. Manufacturer of the drive line evaluated the drive line and confirmed the leak. Visual eval of the drive line was under 10 x magnifications, manufacturer confirmed that drive line was broken at the tubing connection. During the investigation, no mfg related problem was found. A leak in the driving tube can be caused by external forces. It was not possible to find the origin of the initial damage. (B)(4).

Event description:
It was reported that the blue driving tube showed a leak on the passage from the thinner to the thicker diameter. Driving tube was replaced with a new one. No changes in pt hemodynamics or pump function were reported.